Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was evaluated and inspected at olympus sbc hungary site. Inspection found fan has incorrect speed, internal memory error observed, and error e226. The cp board, ap board, and fans have to be replaced. Based on the results of the investigations, the phenomenon is attributed more to a handling of the device. Malfunctions of the printed circuit board, fan, internal memory were confirmed which were all caused by a wear, deterioration and handling with normal use. These concluded to be the cause of the indicated phenomenon. As stated on the IFU (instruction for use) the user manual states: before each case, inspect the video system center as instructed below. Inspect other equipment to be used with the video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the video system center and refer to chapter 10, ¿troubleshooting¿. If the irregularity is still observed after consulting chapter 10, contact olympus. Otherwise, improper performance, an electric shock, patient and operator burns, and/or a fire may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the demonstration of the device, the user facility found that the color of the endoscopic image was not normal such as yellowish, blueish, and greenish images. Also, the white balance could not be performed. This problem was resolved after the device was rebooted. The device was returned to olympus repair center. During the incoming inspection, olympus repair center found that error e226 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.